Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to an italy patient. It was reported the patient's ipg was no longer able to communicate with their charging system. A replacement charging system was sent to the patient but was unable to provide resolution. In turn, the patient's scs system was explanted.